Event description:
The valve was implanted in late 2003 (exact date unknown). The pt displayed unspecified symptoms of valve failure and the device was explanted. The explantation is reported to have occurred in 2004 (exact date unknown).